Event description:
Per biolibra study, in (B)(6) 2021, exact date unknown, patient had multiple inappropriate ICD shocks for afib with rvr. This was in the setting of hyperthyroidism being treated with methimazole. Lead remains implanted. Should additional information become available, this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.